Event description:
It was reported that, this right ventricular (rv) lead was recently implanted and exhibited a steadily rising in the pacing impedances to out of range measurements. Technical services (ts) indicated that it is not likely a connection challenge or lead integrity issue rather than part of the lead maturation process. The health care professional (hcp) was in agreement, and it will be in continue monitoring. This rv lead remains in service. No adverse patient effects were reported.